Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/16/2015 with the following findings: review of the black box shows evidence of one cs-052-0000 alarm on (B)(6) 2015. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. Removed pump cover; no evidence of internal moisture was observed. No damage to the transceiver flex or pcb was found. The complaint was confirmed in the pump history but not duplicated during testing. Returned battery cap/returned cartridge cap used to complete testing.